Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in the line), which occurred on the homechoice (hc) during drain 4 of 4. The hp said they disconnected. The technical service representative (tsr) reviewed the proper procedure for disconnecting with the home patient (hp) and to finish manually. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was not used, the hp did disconnect prior to the alarm, the proper disconnect procedure was not used, and the patient reconnected to the setup. Proper procedures were reviewed with the patient. The patient would complete therapy with manual supplies. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, product surveillance contacted the registered nurse (rn). The rn was informed about the incident and that the hp disconnected from the setup incorrectly and then reconnected. This complaint for a system error 2240 (air in set) was confirmed because the patient reported disconnecting during therapy. The cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.